Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed due to infection. During the procedure, the helix would not retract. The rv lead was explanted. No further patient complications have been reported as a result of this event.